Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: ??/??/??: [missing records: records pertaining to the placement of prior ¿onlay gore-tex mesh¿ were not provided.] Product identification records for the alleged ¿gore-tex mesh¿ were not provided. On (B)(6) 2011: (B)(6) medical center. (B)(6) , md; (B)(6) , do. Operative report. Teaching surgeon involvement: please note, dr. (B)(6) was present, scrubbed in, and directed the course of this procedure in its entirety. Preoperative diagnosis: recurrent incisional hernia with previous mesh placement. Postoperative diagnosis: recurrent incisional hernia with previous mesh placement. Small epigastric defect in the patient¿s native facia, approximately 2.5 cm in circumference, with significant diastasis at the midline secondary to onlay mesh with midline rectus separation. Procedure: ventral hernia repair with mesh. Indications: this patient is a 58-year-old female who has previously had midline surgery and developed an incisional hernia. This was repaired. However, she has developed a recurrent ventral hernia. CT scan was performed to delineate the exact location of her hernia as well as changes in her abdomen. This showed a small epigastric fascial defect with herniation of bowel. Options were discussed with the patient preoperatively and she elected for operative repair. Description of procedure: ¿the risks, benefits, and complications of the procedure were explained to the patient, and her questions were sought and answered. She desired to proceed. Informed consent was signed and placed in the chart prior to her transferring back to the operating room. The patient was transferred to the operating room and placed on the operative table in supine position. Following this, she underwent general endotracheal anesthesia. Next, her abdomen was clipped then prepped and draped in a sterile fashion. Surgical time-out occurred in which the patient, surgeon, operative procedure, operative site, and preoperative antibiotics were all confirmed. After this, her previous scar was marked superiorly, inferiorly, and laterally. Using a #10-blade scalpel, her previous scar was excised. Dissection was carried down to the level of the fascia using electrocautery. We identified immediately, prior to finding the fascia, that the patient had an onlay gore-tex mesh. At this time, we discussed options. We elected to open the gore-tex mesh using a #10-blade superiorly and inferiorly. There was an extensive amount of laxity in the gore-tex mesh. Once the gore-tex mesh was opened, we identified a small epigastric hernia defect in the fascia. The patient's rectus muscles were widened with just a small superior defect in the midline. We dissected this free. We identified the fascial edges and closed this using a #1prolene in a running fashion transversely. This closed excellently. After this, in order to take care of some of the laxity in the gore-tex mesh, we excised an ellipse that was approximately 6 cm in width and 14 cm in length. After this was ellipsed out, we used a #1 prolene in a running fashion, closed the mesh at the midline. Following this, the skin was closed in running fashion using 4-0 monocryl. Dermabond was placed for dressing. An abdominal binder was placed at the end of the case. The patient tolerated the procedure well. She was extubated and transferred to the post-anesthesia care unit in stable fashion.¿ on (B)(6) 2011: [missing records: records for the CT scan showing ¿a small epigastric fascia defect¿ were not provided.] On (B)(6) 2016: (B)(6) . (B)(6) , md. Operative report. Assistant: (B)(6) , md. Preoperative diagnosis: epigastric abdominal pain. Postoperative diagnosis: adhesions. Intra-abdominal foreign body. Ventral incisional hernias. Procedures: diagnostic laparoscopy. Laparoscopic lysis of adhesions, greater than one hour. Removal of retained intra-abdominal foreign body. Anesthesia: general. Complications: none. Estimated blood loss: less than 50. Procedure in detail: ¿after obtaining informed consent, explaining risks and benefits of the procedure, the patient was brought in the or and placed in supine position on the or table. The patient was then placed under general endotracheal anesthesia. The patient was then prepped and draped in normal standard fashion. Using optiview technique, entry was gained into the abdominal cavity via the left upper quadrant incision. An 11 blade scalpel was used to make a skin incision. We penetrated down through and it was very difficult to penetrate through the fascia. At this point, I anticipated was where her previously placed mesh was. We then moved further laterally and were able to gain optiview technique, entry into the abdominal cavity and pneumoperitoneum was established. At this point, we were in a relatively free space, but there was a copious amount of adhesions. Blunt dissection was used to clear space and then another port could be accessed via the left upper quadrant and we began a very tedious lysis of adhesions. He [sic] was taken down circumferentially and we then placed a total of 5 other ports circumferentially, as we mobilized the adhesions down to get free space to access and fully clear the anterior abdominal wall. She had mainly omentum and colon adherent to the anterior abdominal wall where her previously placed mesh was. Her mesh was visualized and there was noted to be some mild recurrence of the hernias laterally. At this point, we then cleared some of the stomach adhesions through the anterior abdominal wall. Once these were cleared the retained foreign body which was likely an angelchik device was visualized. There was noted to be some breakdown in the silicone patterns on the anterior surface and this point, I elected as the etiology for abdominal pain is very unclear, removed this. This was removed and brought out through a 12 mm port site that was replaced. Once this was done, the rest of the anterior abdominal wall and bowel were run. There were some adhesions. There were no obstructive process in any of the distal bowel, the colon or other abnormalities. At this point, I elected to abort the procedure, fascial closure device was used to close the 12 mm port fascia. The ports were removed and pneumoperitoneum was released. The skin incisions were closed with 4-0 monocryl. Sterile dressings were applied. The patient tolerated the procedure.¿ on (B)(6) 2016: (B)(6) . (B)(6) , md. Operative report. Assistant: dr. (B)(6) ; dr. (B)(6) . Preoperative diagnosis: suspected colonic fistula with drainage into anterior abdominal soft tissues. Fevers. Postoperative diagnosis: colonic perforation with drainage into the subcutaneous tissues and around old mesh. Fevers. Procedures: exploratory laparotomy with lysis of adhesions 1.5 hours, infected mesh explantation, and lembert repair of colonic perforation. Placement of abthera wound vac. Anesthesia: general. Fluids: 1.5 liters crystalloid. Estimated blood loss: 250 ml. Urine output: 150 ml. Specimens: swab culture of purulent fluid. Explanted mesh. Complications: none. Indications: the patient is a pleasant 62-year-old female who underwent recent laparoscopic surgery for lysis of adhesions and removal of a foreign body. She was postoperative day 5 and had developed recurrent fevers with some erythema and pain of the abdominal wall. A CT scan was obtained, which suggested a possible fistula from the transverse colon draining into the subcutaneous tissues with extensive subcutaneous gas and a large air-fluid level along the abdominal midline. After discussion of all options, it was recommended that she undergo exploration to rule out an infection and colonic perforation. Note that full informed consent was obtained and this is documented in a separate progress note. Description of procedure: ¿the patient was taken to the operating suite and placed in the supine position. Sequential compression devices in place on the bilateral lower extremities for dvt [deep vein thrombosis] prophylaxis. She was continued on preoperative broad-spectrum antibiotics consisting of vancomycin and zosyn. General anesthesia was induced by the anesthesia team. The abdomen was prepped and draped in the usual sterile fashion. Note that she already had a foley catheter in place. A standard time out was performed and all were in agreement. The patient's abdomen was quite distended and tympanic with some significant diastasis along the abdominal midline. She also had a large well-healed midline abdominal scar from prior surgery. Additionally, there were multiple small incisions from recent laparoscopic surgery. We began by making a small midline incision over the area of concern for air-fluid level and abscess on CT scan. Upon opening the skin, we did encounter what we thought was a layer of mesh. This ended up being a capsule overlying her old mesh. Upon entering the space, return of foul-smelling greenish-tan purulent succus-type material was returned. Cultures were obtained. We then further opened the capsule overlying the mesh and some bubbling of gas and fluid was seen along the posterior wall of the mesh capsule, suggesting communication with the bowel beneath. We then extended our incision cephalad and caudad. We identified an area inferiorly that was away from the mesh and carefully opened the fascia. We then bluntly entered the peritoneum through an old midline laparoscopic port site, taking care to ensure that we did not encounter any adhesed bowel or other structures. We then fully opened the peritoneal cavity. There were multiple adhesions present between omentum and bowel to the anterior abdominal wall. These were taken down meticulously using a combination of gentle blunt and sharp dissection, as indicated. We did use sparing electrocautery and took great care to ensure that we were away from any potential bowel when it was used. Lysis of adhesions were performed for approximately 1-1/2 hours total. Note that the transverse colon was found to be adhesed to the anterior abdominal wall, posterior to the mesh and there was a small perforation identified along the mid transverse colon for a few millimeters in size, consistent with the CT scan findings. We also took down the falciform ligament to obtain better visualization. Note that this was suture ligated. We then inspected the ge junction, stomach, and ran the entire small bowel from ligament of treitz to the ileocecal valve and then proceeded to examine the entire colon. We did not identify any other areas of perforation or concerning appearing bowel. The bowel did appear healthy and viable throughout. We then meticulously dissected around the area of perforation along the transverse colon to closely inspect it. There was a fair amount of inflammation and some staining at this site likely from the stool drainage, however, we were able to identify a small single opening of approximately a few mms in size. The edges of the opening were actually relatively clean in appearance, without surrounding tissue trauma or necrosis. We then discussed with anesthesia regarding the patient's status and it was reported that she was becoming progressively more hypotensive. In light of all these findings, we felt that the best option at this point in time was to place some interrupted 3-0 silk lembert to close the perforation and wash out the abdomen and get her back to the ICU for resuscitation. Thus, multiple 3-0 silk lemberts were placed to close the perforation we did just gently lie some omentum over the top prior to placing the wound vac at the end of the case. We copiously irrigated the entire abdomen with multiple liters of warm sterile saline. Note that we also explanted all of the infected mesh from the upper part of the abdomen. There was some likely additional mesh from a separate repair along the lower abdominal midline, but this did not appear directly involved with the infection and did appear to be an older separate piece of mesh that was very well ingrown, and so we left this in place. Note that we did perform our irrigation both before and after mesh explantation. We then did a final inspection and although the patient was fairly oozy from inflammation during the case, hemostasis was ensured prior to vac placement. We then applied a standard abthera wound vac . Note also that prior to placing the vac, we did probe the soft tissues around the midline and did not find any additional collections or evidence of necrosis and felt that the findings on CT of gas in the subcutaneous tissues were likely mostly just gas, while the purulence was mostly localized to the midline around the mesh. Should she develop any abscesses down the road, these would be drained, but again, we were unable to find any additional collections at this time. Once the abthera was in place, it had an excellent seal. The patient tolerated the procedure and will be taken to the ICU for further resuscitation and management with a plan for a repeat washout in the next day or two.¿ on (B)(6) 2016: [missing records: records for the CT scan showing ¿possible fistula from the transverse colon¿ were not provided.] 04/03/16: [missing records: a pathology report detailing analysis of the device removed and a culture report detailing analysis of the specimens collected during the (B)(6) 2016 procedure were not provided.] On (B)(6) 2016: (B)(6) . (B)(6) , md. Operative report. Assistant: (B)(6) , md. Preoperative diagnosis: open abdomen. History of colotomy. History of infected mesh, status post removal. Ventral recurrent incisional hernias. Adhesions. Procedure: second look laparotomy and peritoneal lavage. Abdominal closure and primary repair of recurrent ventral incisional hernias. Wound vac placement. Anesthesia: general. Complications: none. Estimated blood loss: minimal. Procedure in detail: ¿after obtaining emergent consent, the patient was brought in the or and placed in supine position on the or table. The patient was already intubated. She was placed under general anesthesia. Her abthera wound vac was removed. The patient was then prepped and draped in normal standard fashion. The abdomen was explored. Her enterotomy was well-adherent and appeared to be closed. No enteric spillage. There was some omentum that was adherent over the top of this. This was left in place. At this point, the rest of the bowel were run. There were no other abnormalities were noted. The abdomen was copiously irrigated and suctioned clean. At this point, the fascial incisions where the mesh had been removed from the basically cephalad portion, was very tenuous and friable and the recurrent herniations were noted. At this point, the fascia was closed with interrupted 0 vicryl sutures and closing down as best we could the fascial layers anteriorly. These were closed with along the length of the skin incision. Once this was done, a wound vac was placed in the subcutaneous tissue and prepared in the standard fashion. The patient was then sent to the surgical intensive care unit in a stable fashion.¿ on (B)(6) 2016: (B)(6) hospital. (B)(6) , md. Operative report. Assistant(s): (B)(6) , md; (B)(6) , md. Preoperative diagnosis: recurrent ventral incisional hernia associated with obstruction. Postoperative diagnosis: same. Operative procedure: open ventral incisional hernia repair with mesh. Lysis of small bowel to small bowel, small bowel to omentum, small bowel to abdominal wall, omentum to abdominal wall adhesions for 45 minutes. Anesthesia: general. Indications for operative procedure: ms. (B)(6) is a 62-year-old female, who presented to (B)(6) medical center with abdominal pain and symptoms consistent with small bowel obstruction. She was found to have a loop of bowel protruding from her hernia, which was the cause of the bowel obstruction. This loop was reduced and she has been hospitalized since. Options were discussed with the patient to prevent further recurrences of bowel obstruction related to ventral hernia and, after discussion, we agreed upon open ventral hernia repair with possible mesh. Risks and benefits of the procedure were discussed in detail with the patient and inform ed consent was obtained. Description and findings of operative procedure: findings: two hernia defects identified that was made into 1 defect with placement of 25 x 20 symbotex mesh. ¿ms. (B)(6) was identified in the holding area. Informed consent was verified at that time. She was taken back to the operating room and placed on the operating table in supine position. General anesthesia was induced without any complication. The operative site was prepped and draped in the usual sterile fashion. Appropriate time-out took place indicating correct person, procedure, operative site, and any special equipment. The surgeon, nursing staff, and anesthesiologists were all in agreement. A midline incision was made from the patient's xiphoid to just above her umbilicus incorporating a chronic epigastric wound that she had. This was excised in total and taken off the table for pathologic investigation. Dissection proceeded through the subcutaneous tissue until the hernia sac was encountered. Carefully, the hernia sac was dissected away from surrounding subcutaneous tissues until the abdominal wall was encountered. This was again circumferentially exposed, dissecting away the soft tissue until the hernia defect was appreciated. On investigation the second hernia defect was found inferiorly. The fascia was then opened more inferiorly below the patient's umbilicus to incorporate a second hernia, which made both hernias into 1 larger hernia. Next, adhesiolysis took place for at least 45 minutes separating the bowel and omentum from abdominal wall and small bowel from omentum and small bowel to small bowel adhesions. This was done circumferentially around the hernia defect until we were able to accommodate a large enough mesh for adequate overlap. Skin flap were raided bilaterally past the semilunar line for transfacial suture placement. A 25 x 20 symbotex mesh was chosen for an underlay repair of the hernia defect and this was sutured transfascially with 0 ethibond suture in an interrupted fashion. The interrupted sutures were spaced close enough not to allow the surgeon's fingers to pass through the spaces and to prevent possible future bowel herniation. After this was performed circumferentially, the hernia repair was evaluated and appeared quite strong in a tension-free manner. The anterior fascia was then reapproximated with 1-0 looped pds in a continuous fashion. Hemostasis was obtained and 2 jp drains were placed in the subcutaneous tissues where skin flaps were raised to allow adequate placement of the transfascial sutures. After this was performed, the skin was then reapproximated with staples and the jp's was placed to bulb suction. Sterile dressing was applied to the wound and general anesthesia was reversed without any complication. Dr. Alley was present and scrubbed throughout the entire case. All sponge, needle counts, and sharp counts were correct at the end of the case times 2. The patient tolerated the procedure well. An abdominal binder was placed at the end of the case.¿ estimated blood loss: 100 ml. Specimens removed: nonhealing midline wound. Complications: none. Implants: 1 25 x 20 symbotex mesh in an underlay fashion. Drains: none. Disposition: pacu, stable condition. On (B)(6) 2016: (B)(6) hospital. Implant record. Mesh surgical symbotex. Manufacturer: covidien. On (B)(6) 2017: (B)(6) hospital. (B)(6) , md. Operative report. Assisting: (B)(6) , do- resident. Preoperative diagnosis: recurrent ventral hernia. Post-op diagnosis: recurrent ventral hernia. Procedure(s): open recurrent ventral hernia with mesh. Anesthesia: general. Description and findings of operative procedure: ¿after informed consent has been obtained, patient was taken to the operating room and placed in supine position. General anesthesia via endotracheal intubation was induced. A time-out was called which verified the patient, procedure, and equipments available in the room. The abdomen was prepped and draped in the normal sterile fashion. Next, we turned our attention to the hernia. A 10 cm midline incision was made on the previous incision site with a #15 blade. A combination of electrocautery and blunt dissection were used to dissect to the peritoneum. Hernia sacs was encountered in the superior and inferior aspect of the incision. Next sac was retracted anteriorly and entered sharply. Abdominal cavity contents were visualized. The fascial bridge between both hernia defects were obliterated and connected into a single hernia. The underside of the fascia were bluntly dissected free of adhesions. Small subcutaneous flaps were developed bilateral to the incision. Medium sized symbotex mesh was then brought to the field. The mesh was sutured to the peritonuem superiorly and inferiorly then circumferentially to the facial edges using 2-0 prolene until there were no gaps between suture lines. Incision was copiously irrigated and hemostasis was confirmed. The facial edges were then closed midline over the mesh using a looped 1 pds without tension. Incision was further closed with multiple deep dermal stitches using 3-0 vicryl, then skin re-approximated with staples. Sterile dressing was applied over the incision and fixed in place with hypafix tape. Patient tolerated the procedure well and was taken to the pacu when extubated. All counts were correct at the end of the case. Dr. (B)(6) was present for the entirety of the case.¿ estimated blood loss: 20 cc. Specimen(s) removed/disposition: [sic]. On (B)(6) 2017: (B)(6) hospital. Implant record. Mesh surgical symbotex. Manufacturer: covidien. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that although the brand name and lot# of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. This claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. No further investigation is required at this time. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected, and ¿withdrawn.¿ the alleged ¿gore-tex¿ mesh is being captured as gore-tex® soft tissue patch for product surveillance purposes. It should be noted that the gore-tex® soft tissue patch instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, e exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. After multiple requests, product identification information was not provided for this device and thus it could not be confirmed to be a gore hernia device. Review of the manufacturing and sterilization records could not be performed as a valid lot number was not provided. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. (B)(6). It should be noted that although the brand name and lot # of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent open ventral hernia repair on (B)(6) 2011 whereby a "alleged gore mesh product" was implanted. The complaint alleges that on (B)(6) 2016, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh removal requiring an additional surgery. Additional event specific information was not provided.